Event description:
It was reported that there was an alert on this right ventricular (rv) lead. The shock lead impedance measurement was greater than 125 ohms. The exact cause is not known. The patient had a routine follow-up appointment scheduled, and would be checked at that time. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.